Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email, and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a refractive suprise following an intraocular lens (iol) implant surgery. There is no report of impact on daily activities. Additional information was received reporting that the lens was removed and replaced in a second procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon, that the patient experienced blurred vision and temporal visual field defect following an intraocular lens (iol) implant procedure.